Event description:
It was reported that a patient underwent a vascular procedure in 2025 and suture was used. During the procedure, it was reported to the rep by the surgeon that during a vascular procedure, the suture is breaking off from the needle. Unknown patience consequence. The device is available for return. It happened multiple times and they just wanted to report the event. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what is the total number of events involved in this complaint? 4 events in 2 different surgeries. How many devices demonstrated the alleged deficiency? Only your 7-0 prolene. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? 2. Were there patient consequences? If yes, please explain. No, we just used the us surgical 7-0 that we still have. The breaks were at the junction of the sutures and the needle. There were no suture tails on the free needles. And the needles were not under tension.